Manufacturer narrative:
Final device analysis of the stimulator revealed no significant anomalies. Telemetry and output were ok. The battery had reached normal end of life.

Event description:
It was reported that during a battery replacement procedure, the lead got stuck in the header block. The leads were all good prior to the procedure. When the physician went to remove the right side, it was stuck. The physician eventually got it out, but then noticed a compromise in the extension as it was difficult to remove. The extension was removed and replaced. There were no injuries and the patient recovered without sequeale.

Manufacturer narrative:
(B)(4) was removed, as there was no analysis finding regarding an anomalous header block. No longer applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2007, product type: lead. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3708140, serial# njb018226v, implanted: (B)(6) 200, product type: extension. Product ID: neu_unknown_ext, lot# serial# unknown, product type: extension, product ID: neu_recharger_acc, lot# serial# unknown, product type: recharger. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type:: extension. Product ID: 3708140, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. (B)(4).